Event description:
On (B)(6) 2014, the patient was treated for an unknown issue. The physician implanted two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, a type ia endoleak was detected. The physician is unsure of the cause of the endoleak. A reintervention is planned. Images are available.

Manufacturer narrative:
Adverse event problem: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; code d12 ¿ according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. Images were returned. The imaging evaluation performed by a clinical imaging specialist showed the following: one time point available for evaluation: post-implantation cta dated 2/20/2023; there appears to be a ~73º aortic angulation distal to the right renal artery; the length from the right renal artery to the proximal circumferential device appears to be ~15mm by centerline length; aortic diameter just distal to the right renal artery appears to be 26.7mm; aortic diameter ~8mm distal to the right renal artery appears to be 29.5mm; aortic diameter 15mm distal to the right renal appears to be 33.9mm; images show lack of proximal device apposition and contrast is visualized outside the proximal end of the device pooling in the sac. These findings confirm a proximal type I endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.